Event description:
Consumer called to report several series of comparisions from readings on her meter. Analysis run on clark error grid using mean average reading (117) as reference point vs. Bd readings (40,60,250) yielded some data points in the c range of the grid, outside acceptable limits.